Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a tip detachment occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was 28mm in length with a vessel diameter of 2.9 mm located in a significant bend greater than 90 degrees in the proximal right coronary artery (rca). The kinetix, jtip, 185cm guide wire was engaged at the target lesion then a non bsc manufactured drug eluting stent was implanted. During withdrawal of the kinetix guide wire the physician felt slight resistance then the tip of the guide wire broke off inside the patient. The detached tip was removed successfully by using a non bsc retrieval catheter. The procedure was complete with this device. No serious injuries were reported and the patient's condition is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a tip detachment occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was 28mm in length with a vessel diameter of 2.9 mm located in a significant bend greater than 90 degrees in the proximal right coronary artery (rca). The kinetix, jtip, 185cm guide wire was engaged at the target lesion then a non bsc manufactured drug eluting stent was implanted. During withdrawal of the kinetix guide wire the physician felt slight resistance then the tip of the guide wire broke off inside the patient. The detached tip was removed successfully by using a non bsc retrieval catheter. The procedure was complete with this device. No serious injuries were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer the kinetix wire was received in two pieces, confirming the reported separation. No original packaging or other devices were received with the device. The core wire and high torque sleeve (hts) were fractured. The distal portion of the distal tip measured 1" long from the core wire fracture surface to the tip. The proximal portion of the distal tip measured 6.25" long from the core wire/hts fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the core wire fracture may be attributable to ductile bend overload. There was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).